Event description:
It was reported that the patient experienced both hypoglycemia and hyperglycemia while using an ilet system with a dexcom g6; the patient noted a highest reading of 197 mg/dl after taking a prescription medication that increases glucose, then a lowest reading of 39 mg/dl confirmed by glucometer after delivering correction doses without eating, and treated the hypoglycemia with oral glucose (gatorade). Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.